Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
A report was received that this patient presented to the hospital on (B)(6) 2016 with elevated pump parameters, apparent hemolysis, and increased lactate dehydrogenase (ldh). The patient was admitted and started on bivalirudin infusion. Ramp echocardiography was conducted on (B)(6) 2016. The medical team was unable to close the aortic valve (aov) or fully decompress the left ventricle (lv) with an increase in speed. A cardiac morphology computed tomography (CT) scan was performed on (B)(6) 2016 which showed no evidence of thrombus formation. The ldh continued to rise to a peak of 1,605 on (B)(6) 2016 and at that time the patient's urine became dark in color. Due to increasing hemolysis lab values and development of hematuria, the site suspected there to be thrombus in the main housing of the implanted hvad device. Right heart catheterization showed high filling pressures along with a low cardia index. A dobutamine drip was initiated. The decision was made to exchange the pump on (B)(6) 2017. The device exchange procedure was performed via thoracotomy approach. The patient was discharged home on (B)(6) 2017 and is currently in stable condition. Of note, there was no report of a recent illness that may have precipitated the suspected thrombus. No further information was provided.

Manufacturer narrative:
Pump (B)(4) was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a slight increase in power consumption of approximately 0.4w starting on (B)(6) 2016. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the housing ceramic surfaces and on the matching surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts and suspected thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event.  Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Correction: date MFR received for the initial report is 2016-12-29. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.